Event description:
It was reported that this left ventricular lead exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. Reprograming of the lead was discussed. This device remains in service. No further adverse patient effects were reported.